Event description:
The stryker micro sagittal saw was sent in for evaluation because it started smoking and it overheated during a procedure. The event occurred at the end of the procedure; no adverse consequence was associated with the event.

Manufacturer narrative:
During failure analysis the customer's complaint was duplicated. Upon disassembly of the device, the motor, bearings, press plug and other component parts were worn or damaged. The damaged parts were replaced and the device was repaired and returned to the customer.